Manufacturer narrative:
A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: not applicable for animal use. A6: race: not applicable for animal use. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E3: occupation: manager/purchasing. The actual complaint sample was returned the proximal end, and the distal end of the catheter were received. Both ends of the tube are raggedly cut, slightly elongated, and pinched. Deep scratches were observed on the hub tip. The proximal hub approximately measures 2mm from the hub tip. The sample contained blood. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. All samples met the required specifications. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr7, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. The catheter tube and catheter hub fitting test is conducted during the production process. The records showed that the results were passed. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, we received a total of 19 of 32 (61%) complaints for the same issue that occurred during usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter performed as intended. The catheter might have been damaged during the removal process since the condition of the returned proximal end and distal end appears that it could have been raggedly cut and pulled. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that when removing the catheter from a small dog's cephalic vein, the catheter end snapped off and traveled up the dog's leg. No scissors were used when removing the bandage/tape over the catheter, and no force was used to remove the catheter. It went in and pulled out easily enough, but the end of it snapped off without warning and did not come out with the rest of the catheter. The event occurred intra-operatively. Medical or surgical intervention was performed, and the procedure was completed successfully. The final impact on the patient was not significant.

Manufacturer narrative:
This report is submitted as follow-up no. 1 to provide an update to section b3 and a correction to section d4.

Manufacturer narrative:
This report is submitted as follow-up no. 2 to correct section d4. In follow-up no. 1, the catalog # field was inadvertently completed; however, the correct field that should have been filled in was the lot # field. The correct lot number for MDR submission 3003902955-2025-00029 is 240703sg.